Event description:
It was reported that the patient's ipg was at end of life. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. The physician also elected to replace the patient's leads with a single paddle lead. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient's ipg was at end of life was reported to abbott. As a result, the patient's ipg was explanted and replaced. The physician also elected to replace the patient's leads with a single paddle lead. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.